Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead placement difficulty occurred during implant and it was noted by the operator that the way the lead handled and the helix deployment as "funny/ weird" and that there was something "unusual" about this particular lead. It was also reported that the rv lead dislodged post implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.